Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator, cannula and circular seal appeared intact. The envelope seal was closed shut and the obturator could not be inserted. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released all quality release specifications at the time of manufacture. The groove in this component is performed at the supplier process, supplier notified that this issue could happen when in the cutting process is done manually and not automatic, as usual. Based on investigation results, can be concluded that the reported condition occurs at supplier process. The root cause of the observed condition was determined to be a result of damaged component from supplier, when the component is manually cut the issue might happen. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, prior to use on patient, surgeon could not insert the obturator into the cannula. The obturator seemed to be stuck at the valve. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.